Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle snapped and bended while in use. The event occurred while in use with the patient. The sample pictures are attached. There was patient involvement. There was no patient harm, but the epidural was abandoned, and a spinal was used instead. The patient required a morphine pca by the time the procedure had finished due to the spinal anesthesia wearing off. The outcome of the event is: resolved.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: four samples were received and a photo of the complaint was provided. On the samples and photos provided by the customer, it is visible that one needle is bent, the second needle is bent and also snapped upon needle hub. Third needle is snapped in two pieces and fourth needle is bent and snapped into three pieces. Based on the samples condition and complaint event description it was believed that the needle bend/snap happened due to a mechanical force which was applied on it. No trend of confirmed similar customer complaints nor internal nonconformity was identified. Therefore, this issue is considered to be isolated incident only. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.